Event description:
Information was received from a health care professional via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient had pain at the ins site. The patient had turned the device off and still was feeling pain. The patient planned to see their hcp. Additional information was received and it was reported patient had pain at the ins site 2-3 days prior to coming into the office. Patient's ins was turned off for their pain at the ins site and they were prescribed bactrim. The cause of the pain was not found and there was no sign of infection. No further complications were reported.